Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the acetabular liner would not assemble with the acetabular cup.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device exhibits damage to both the outer and inner features. The device devices was found to be conforming to print specifications. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Report source foreign -(B)(6). Photograph was evaluated and the reported event was not confirmed; the locking feature has witness marks showing it had passed across the locking feature of the shell and there is extraction damage including evidence of screw extraction, which indicate the liner was locked in place. The scallops show ridges that indicate that the liner may have been canted leaving the elevated lip raised off the shell. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.